Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by reloading the cartridge and resuming insulin. Ultimately, the customer reverted to an alternate method of insulin therapy.